Event description:
It was reported that there was an atrial lead warning. Since that time, the lead impedance trending shows only 40% success pacing. The bipolar impedance is low and lower than unipolar. The lead also has low sensing values in both unipolar and bipolar. The lead will be monitored closely and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, 2005 (B)(6). (B)(4).